Event description:
Customer reported a button error alarm. She also stated her buttons were unresponsive. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. She also reported a battery out limit alarm had occurred. The customer was advised to disconnect from the insulin pump and revert to a back up plan. No additional info provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.